Event description:
Two Multi-Thread Locking Screws fixated to a Dorsal Spanning Plate broke within two weeks of initial implantation.

Manufacturer narrative:
The Instructions For Use for the Dorsal Spanning Plate System states the following: "Prior to using the Dorsal Spanning Plate System, ensure that none of the following patient conditions are present: active or latent infection, insufficient quantity or quality of bone and/or soft tissue, material sensitivity (if sensitivity is suspected, tests are performed prior to implantation), or patients who are unwilling or incapable of following post operative care instructions." "Potential construct failures such as implant breakage, loosening, delayed union, or nonunion may occur as a result of non-compliance to post-operative rehabilitation, excessive wrist activities or construct overloading." "The device is not designed to withstand the stress of excessive weight bearing, load bearing, or physical activity. Improper insertion of the device during implantation may also increase the possibility of loosening, or migration."Although a conclusion can not be reached at this time, the patient's history of surgery in the affected area may have been a contributing factor.